Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The patient reported infusion set fell off during use. The infusion set was in use for one day.